Manufacturer narrative:
Received (1) single dpt - vamp adult kit. Dry blood was visible from the unit. The report of "line came completely apart and the tubing became detached" was confirmed. The pressure tubing was completely detached from the solvent bond joint with the reservoir stopcock. The tubing was severely bent near the point of detachment. Indications of bonding solvent were present throughout both bonding surfaces. Visual examination was performed under 10x and 40x magnification. The outer diameter of the tubing was measured and found within the allowable specification. The tubing detachment occurred on the patient side of the kit.

Event description:
The customer stated that the arterial line waveform was dampening after being in situ for a couple of days. When the nurse went to check the line blood was leaking out of the tubing below the one way stopcock. Upon further inspection when she went to pick it up, the line came completely apart and the tubing became detached.